Event description:
It was reported that during routine testing before a cadaver laboratory, it was observed that the battery device would not charge. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the red warning light indicator displayed shortly after the device was plugged into the universal battery charger device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.